Manufacturer narrative:
Evaluation is pending.

Event description:
In 2007, the sales rep reported that during a l5-s1 tranforaminal lumbar interbody fusion, a screw was randomly found on the floor of the operating room. The staff did not know what the screw went to until the rongeur stopped grabbing tissue, and the surgeon noticed that the screw was missing. The instrument could not be repaired. There was no report of pt injury or surgical delay.